Event description:
Female surgical tech could not state for certain when her symptoms began, although she does remember it was winter time because initially she thought her symptoms were due to the cold weather and dry skin. She described her symptoms as a contact dermatitis on the thumb and small finger, which spread across the knuckles and top of the hands. In march she saw an ent physician and had allergy testing done. She was diagnosed with eczema and treated. Her symptoms got worse, her hands looked like poison ivy. She saw a dermatologist who diagnosed contact dermatitis, and switched her to dove soap/dove shampoo/eucerin lotion. While on vacation her hands cleared up. When she returned to work, her symptoms returned and she had further testing done. She tested positive for accelerants in gloves. She saw a 2nd dermatologist.

Manufacturer narrative:
The sample and lot number were unavailable. In the absence of the affected sample and the non availability of lot number, a detailed analysis could not be carried out. The esteem smt glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. The probability of an individual experiencing a reaction to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. Trending analysis was done. The device history record was not reviewed due to the unavailability of the lot number.